Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead was returned in two segments for analysis. A fracture of the conductor was noted at 3.2cm from the connector pin, consistent with fatigue. This fracture is consistent with the field observation of high lead pacing impedance.

Event description:
It was reported that high, out of range pacing lead impedance was observed. The patient was asymptomatic. The lead was explanted and replaced.